Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2009 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2009. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection which occurred shortly after being implanted. It was also reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure.